Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, quincke's edema, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse injectable implant could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a brazilian physician and concerns a (B)(6) female patient who was injected with radiesse for facial filling, on (B)(6) 2016. The patient was concomitantly treated with emervel (hyaluronic acid), on the same day. It was the first time radiesse was used. The patient was submitted to other aesthetic treatments (hyaluronic acid) without problems. The patient had a history of cardiorespiratory arrest after breast augmentation surgery. The patient's medical history included panic syndrome. The patient was a non-smoker. Concomitant medication included clonazepam. On (B)(6) 2016, 2 hours after the injection, the patient developed erythema and edema on the face. The patient was admitted to the hospital and was diagnosed with quincke's edema and oropharyngeal edema. Patient was speaking with difficulty, but was breathing normally. Emergency procedures were performed and the patient was treated with adrenaline, hydrocortisone, promethazine and oxygen was administered. No systemic antibiotics were prescribed. The patient remained hospitalized for 2 days. The outcome of the event was reported as resolved, without sequelae, in (B)(6) 2016. In the opinion of the reporter, the events quincke's edema and oropharyngeal edema were severe, not life threatening and related to radiesse.